Manufacturer narrative:
The failure investigation has been completed and the battery complaint was verified. The cgm error could not be completed as the sensor was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred, and a new sensor session was unable to be started. In addition, the customer reported the pump battery was observed to be depleting quickly. The customer's blood glucose level was 144 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.